Event description:
It was reported that when using the bd pyxis¿ medbank tower wrong medication was found in the cubie. When issuing lorazepam 0.5 mg tablets from location 01-09, the medication present in the cubie was oxycodone ir 5 mg. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, it was determined that the wrong medication was in the cubie. A technical support specialist (tss) instructed the customer to retrieve the assigned item and send it back to the pharmacy, or to have a pharmacy technician reassign the item. The system functioned as intended after the technical support specialist troubleshot the device.